Manufacturer narrative:
Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for poor barrier separation with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Sst¿ tubes should be filled to stated draw volume and mixed by 5 complete inversions. Mixing facilitates dispersion of the silica into the blood, assisting the clotting process. The recommended 30 minute minimum clotting time for the bd sst¿ tube is based upon an intact clotting process. Insufficient clotting (short clotting) can result in the formation of fibrin. This fibrin formation may interfere with barrier formation. Complete and adequate barrier formation is time, temperature and g-force dependent. Post centrifugation: the specimen in the original tube should be centrifuged once. Tubes should not be re-centrifuged once the barrier is formed. A potential for inaccurate test results is possible. Analytes from cellular leakage/exchange, accentuated by clot retraction, will then be centrifuged into the serum being used for testing. If re-centrifugation is required for improved serum quality, then aspirate serum into a properly labeled clean tube. Investigation conclusion: based on evaluation of the customer photos and sample, the customer¿s indicated failure mode for poor barrier separation with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube was spun on the "eppendorf 5804, 1300" for 10 minutes, and allowed to clot afterward, but separation was noticed in the gel during use just after the centrifugation process. The following information was provided by the initial reporter: gel migration concerns with sst, # 367986. Lot unknown- unable to read label due to overlap of patient label. Centrifugation: biomed investigated that the centrifuge was working properly. Eppendorf 5804, 1300 10 min. Tech said they let sample clot. A hole noticed in middle of gel just after centrifugation.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube was spun on the "eppendorf 5804, 1300" for 10 minutes, and allowed to clot afterward, but separation was noticed in the gel during use just after the centrifugation process. The following information was provided by the initial reporter: gel migration concerns with sst, # 367986. Lot unknown- unable to read label due to overlap of patient label. Centrifugation: biomed investigated that the centrifuge was working properly. Eppendorf 5804, 1300 10 min. Tech said they let sample clot. A hole noticed in middle of gel just after centrifugation.